Event description:
It was reported that the customer had issues filling a folfusor sv2.5 ml/h. The balloon was very lop-sided as it was filled and had burst. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4) a batch review has been conducted which revealed the product met all of the acceptance criteria for release. The sample was unavailable for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.